Event description:
It was reported the epg (external pulse generator) was being used on a patient prior to implant of an ipg (implantable pulse generator). A temporary pacing lead was inserted into the right ventricle. While the pacing threshold of the temporary pacing lead was measured with the epg, it stopped. The epg was exchanged for another epg. It was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).